Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for other non-malignant pain. It was reported that the patient had not used his device in probably a year as of (B)(6) 2016. He had some return on pain and wanted to adjust the stimulation. When he tried to use the patient programmer he got a power on reset (por). It was noted to be a warning por. The patient was redirected to a healthcare professional. The pain started in (B)(6) 2016, about a week and a half prior to (B)(6) 2016. Additional information was received from the patient. It was reported that for pain the patient had to increase his hydrocodone from 5 milligram (mg)/325 mg four times a day to 5 mg/325 mg every four hours. The patient had an appointment with a manufacturer representative on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.